Event description:
It was reported that the tracheotomy balloon did not remain inflated and had significant leaks. There was a patient involvement. Patient impact: ventilatory difficulty.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used trach tube was returned for analysis of complaint that the tracheotomy balloon did not remain inflated and had significant leaks. As received, there were no damages or anomalies observed. In order to replicate clinical use, the trach cuff was inflated with 10ml of air. The cuff did not retain any of the filled air. The cuff was checked for leaks by submerging it in water. A leak was observed from the cuff. Upon closer inspection under magnification, micro tears were observed on the cuff surface. The damage on the cuff is consistent with damage observed with contact with teeth during insertion. The complaint of cuff deflation/leakage can be confirmed. The probable cause is due to a molding error during manufacture. A lot history review could not be conducted because no lot number(s) was/were identified.